Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00163.

Event description:
This report is 2 of 2. A customer initially reported that on (B)(6) 2018, an a2009 ultra 360 patient positioning system was making a lot of noise, did not lock completely, and was very stiff. Additional information was received on 30jul2018 and 01aug2018 from the customer indicating that the problem was discovered after the patient was in pins and their head moved. The procedure was completed with another mayfield 360. The patient was under anesthesia for 45 minutes and there was no patient harm noted.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the upper and lower handles are out of adjustment. Both shock cushions are worn and need to be replaced; unit received with std. Adaptor and not the tri-star adaptor the device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. General maintenance and cleaning required.